Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the package was broken during delivery. It was just damage on the primary package. However, the damage compromised the device sterility. The package was not damaged to where there was damage to the device.